Event description:
S/p bilateral submuscular infra gels rt surgitek 220cc, lt h/s 250cc) for augmentation. Notes rt was in "too small a pocket" so about 3-5 mos post-op it was redone and has alwasys been more tender and "different". It is now getting softer, no history of trauma. There is some mild tenderness. Pt also has systemic sx's over the years starting after toe joint replacement (of interest developed asthma attacks after this sx which resolved after removal of the joint 10 mos later.) These are progressively disabling and including arthralgias/myalgias, positive am stiffness), fatigue, fevers, frequent uri's ha's, h/o tmjd, visual changes, memory loss, sicca, sun sens/cold/chem, sob and wgt gain. Pt is otherwise healthy.